Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse tried to disconnect cable on ¿display, lcd panel¿ and connect again, and it worked fine. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had color distortion within the display. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10, h11.